Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch screen was unresponsive and had a software issue. There was no patient involvement.